Manufacturer narrative:
Two devices were received and evaluated for the complaint regarding the device fell off event. Both devices were inspected, and no anomaly was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.

Event description:
The patient stated that the v-go 40 fell off her arm. The device is available for return to the manufacturer for evaluation.